Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
During a mako tka, femur was cut, moved on to tibia and robot would not engage cutting plane. Mics warning popped up. Exited and checked in mics status check which failed. Opened a new mics and passed status check. Case type: tka.

Event description:
During a mako tka, femur was cut, moved on to tibia and robot would not engage cutting plane. Mics warning popped up. Exited and checked in mics status check which failed. Opened a new mics and passed status check. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that during a mako tka, femur was cut, moved on to tibia and robot would not engage cutting plane. Mics warning popped up. Exited and checked in mics status check which failed. Opened a new mics and passed status check. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0bpx and (B)(4) devices were accepted into final stock on 08/27/2018. Review of qt18 - 08 - 0100 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0bpx, shows 01 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.